Manufacturer narrative:
Internal report reference number: (B)(4). Meter and est strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer made several attempts to contact customer to obtain additional information and to ensure the initial concern is resolved - unable to establish contact with customer at this time. Note 2: mw5188376.

Event description:
Consumer complaint was received through FDA's medwatch program: "reading was inaccurate against other devices in showing higher blood sugars than were true which caused me to take more meds. Then I was too low, according to another device so I was over medicating myself."